Event description:
According to the reporter during an open ovariectomy of a horse, at the time of firing, something broke into the handle (a noise was heard) and thus, prevented the staples to be properly fired. There was no bending of the staples, and no staple line could be seen, but the stapler's handles could not be squeezed anymore. To resolve the issue, the surgeon finished with manual ligation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the interlock on the single use loading unit (sulu) was broken and the knife blade was exposed. It was reported that the device did not fire, the device handle broke and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device was attempted to fire with no loading unit, a previously fired loading unit or an improperly seated loading unit. In these cases, the interlock is engaged and firing through the interlock causes damage to the inner portion of the trigger. In addition; the observed condition can occur if the instrument jaws were clamped over an obstruction and fired. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the instrument jaws will not close if a loading unit has not been loaded into the jaws, if the loading unit is not fully loaded into the jaws, or if a fired, or partially fired, loading unit is in the jaw. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.